Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer's blood glucose levels were unknown at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness. The customer was hospitalized with a diabetic coma. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.